Manufacturer narrative:
Four unopened and one opened trocar assembly plus one opened trocar handle/blade assembly with the cannula/hub assembly in the small parts tray were received for the report of leaking. The returned samples were visually inspected. One sample was found conforming, one sample was found non-conforming with a cut in the septum, and four samples were found non-conforming with an opened valve. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaky trocar valve during surgery. The product was replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation.